Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for an unk nown spinal therapy. It was reported that, the curette was defective. It was mentioned that while utilizing the curette anteriorly in vertebral body at t9, instrument was broke. It was mentioned that the product was used as directed but when the trigger of the gun would not collapse and the whole handle fell apart. The curette was removed from the cannula, the broken tip was attached by a wire and everything was retrieved. It was mentioned that there was no foreign material left in the patient. There was an unspecified delay was reported as a result of this event. The pre-operative diagnosis of the patient was mentioned as t9 vertebral body fracture. There was no additional treatment or surgery performed as a result of this event. There were no symptoms to patient or physician were reported or anticipated. Additional information received on 2020-dec-01: it was reported that there was a delay of 2 minutes as a result of this event. Therapy involved during this event was mentioned as balloon kyphoplasty. There were no symptoms to patient or physician were reported or anticipated.

Manufacturer narrative:
H3: product analysis of part # a13a; lot # 219397440. Visual functional analysis summary: visual and functional examination of the instrument confirmed the shaft is broken at the score line, with no other additional damage identified. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. The above observations are consistent with exceeding the design limits of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.